Manufacturer narrative:
Ups configuration corrected; system rebooted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro was active, and the system was unable to select fluoro flavors on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.